Manufacturer narrative:
A patient controller displayed an error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. It was determined the patient had ineffective therapy and high impedances. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected: h6.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experience ineffective therapy and was unable to place their system into MRI mode. Diagnostics revealed high impedance on the lead. As a result, surgical intervention may be undertaken to address the issue.